Manufacturer narrative:
Other applicable components are: product ID : 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The consumer reported the doctor left a stitch inside the patient at the implantable neurostimulator (ins) site and the infection went from the ins site up through the leads. There was a confirmed infection at the ins and lead sites. The ins and leads were removed. It was noted the patient could feel something post implant irritating the ins site and she told her doctor about it. Relevant medical history included non-malignant pain and radiculopathy.